Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
It was reported that the patient complained of pain so the surgeon revised. Intraoperatively the surgeon noted poly wear.